Event description:
Consumer reported to the call center that they received negative test results using inteliswab one hour after testing positive at an urgent care facility.

Manufacturer narrative:
No follow-up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer reported to the call center that they received negative test results using inteliswab one hour after testing positive at an urgent care facility.